Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a visual inspection protocol on the system, and the system was operational. The cause of the discordant, (B)(6) result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, (B)(6) result was obtained on one patient sample on an advia centaur instrument. The discordant result was reported to the physician(s), who questioned it. The sample was initially tested on the same instrument with the (B)(4) method, resulting (B)(6) for the presence of (B)(6). The initial, first and second repeat results were obtained with a lithium heparin tube and another repeat was obtained with a secondary edta tube. The patient is a dialysis patient and is drawn monthly. The new draw was initially tested on the same instrument with the (B)(4) method, resulting (B)(6). Also, the new draw was tested for confirmatory (B)(6) on the same instrument, resulting (B)(6) not confirmed. It is unknown if the corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, (B)(6) result on one patient sample.

Manufacturer narrative:
The initial MDR 2432235-2016-00116 was filed on march 9, 2016. Additional information (02/11/2016): a siemens headquarter support center (hsc) specialist evaluated the event data. The account runs over 20,000 (B)(6) samples a month and has had no further concerns other than two patient samples (one obtained on advia centaur serial number (B)(4) and the other on advia centaur serial number (B)(4)). The overall positive percent agreement of the hbsag assay is 94.57% with a 95% confidence interval of 89.14-97.79% as stated in the advia centaur hbsag instructions for use. It was noticed that the hbsag and hbsag confirmatory assays were not calibrated at the same time. It is best practice to calibrate these assays at the same time. Based on the information provided, sample contamination can be ruled out since alternate tubes were run and had similar hbsag results. The sample in question is from dialysis patient. (B)(4).